Manufacturer narrative:
(B)(4). Title: transcatheter aortic valve-in-valve implantation: clinical outcome as defined by varc-2 and postprocedural valve dysfunction according to the primary mode of bioprosthesis failure citation: j invasive cardiol 2014;26(10):542-547 authors: barbara e. Stähli, md; markus reinthaler, md; thi dan linh nguyen-kim, md; catherine gebhard, md; hanna tasnady, bsc; jürg grünenfelder, md; volkmar falk, md4; roberto corti, md; thomas frauenfelder, md; thomas f. Lüscher, md; willibald maier, md; michael j. Mullen, md; ulf landmesser, md.

Event description:
Medtronic received information via literature review that a study was performed to evaluate gradients following implant of a transcatheter bioprosthetic valve into a failed surgical bioprosthetic valve. The study took place at a (B)(6) medical center between (B)(6) 2008 and (B)(6) 2012 and a (B)(6) medical center between (B)(6) 2010 and (B)(6) 2012. The study population included 14 patients (predominantly female; mean age 75 years), 4 of which had a previously implanted medtronic surgical bioprosthetic valve (various models, serial numbers not provided). The primary modes of failure for the surgical bioprosthetic valves was aortic stenosis or aortic regurgitation. Of the 4 medtronic surgical bioprosthetic valves, 2 were noted with aortic stenosis and 2 with aortic regurgitation (one of which was caused by endocarditis). For the implant of a transcatheter bioprosthetic valve into the previously implanted surgical bioprosthetic valve, 3 of the 14 patients received a medtronic transcatheter bioprosthetic valve. Across all patients, one post-intervention death occurred at 27 days due to respiratory failure; the death was not attributed to a medtronic product. Across all patients, other post-intervention adverse events included: increased gradients (7), aortic stenosis (6), aortic regurgitation (1), minor bleeding (1), and new onset atrial fibrillation (1) which did not require a permanent pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.